Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer noticed smoke. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Additional information has been received and based off the new information; and per the reporting criteria, this is not a reportable event. Additional information was received that there was no allegation of a malfunction or presence of smoke; this was only a request for regular scheduled preventive maintenance.